Event description:
A government agency reported that a 74-year-old female patient underwent surgical treatment for pterygium in the right eye. During the procedure, when the surgeon used non-absorbable surgical sutures for wound closure, the suture broke three times. This issue disrupted the surgical operation, created the potential for wound dehiscence and bleeding, and increased the risk of postoperative infection. The surgeon replaced the suture to complete the procedure. The patient¿s current condition was not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).